Event description:
Caller reported air bubbles in the system on two separate occasions. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl during these events. The issue was resolved by the customer changing the cartridge and resuming insulin usage.